Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his left eye (os) on (B)(6) 2012. The patient reported is experiencing white spots in vision. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - it was reported that the patient is experiencing symptoms of white spots ou accompanied by blurry vision after implantation of an icl. According to the dcr, dated (B)(6) 2014, the patient was examined on (B)(6) 2013 with intermittent cloudiness in the right optic. In addition, it was reported that the patient has a past medical history of dry eyes, and increased at's. Keratoconjunctivitis sicca (dry eye) is a chronic, bilateral desiccation of the conjunctiva and cornea due to an inadequate tear film. Symptoms include itching, burning, irritation, blurry vision, and photophobia. Diagnosis is clinical; the schirmer test may be helpful. Treatment is with topical tear supplements and sometimes blockage of the nasolacrimal openings. It was stated by the physician that the exam was excellent, and she does not attribute the symptoms to the icl. The dfu (directions for use) instructs physicians, considering this icl implantation, to weigh the potential risk/benefit ratio to avoid complications. (B)(4).

Manufacturer narrative:
Pt weight: unk. Event date: unk. Explant date: na. Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).